Manufacturer narrative:
It was reported that "two of the buttons are not working on the pendant." The nonfunctional buttons were intended to raise and lower the head section of the bed. The remaining pendant buttons were reported to be functioning as expected.

Event description:
It was reported that "two of the buttons are not working on the pendant."